Manufacturer narrative:
B2 revised selection as it was entered incorrectly on the initial report that was submitted. E1 added zip code extension as it was omitted from the initial report that was submitted. E4 added selection as it was omitted from the initial report that was submitted. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: stroke/peri-procedural adverse event: the root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
A 73 year old female underwent a high risk percutaneous coronary intervention (hrpci) on (B)(6) 2026 with use of an impella cp device (sn (B)(6)), inserted via the right femoral artery at 08:45 and explanted at 10:01. Approximately three hours post procedure, the treating physician reported that the patient developed acute left sided hemiparesis. She was immediately taken for a cta, which confirmed an embolic stroke. The patient began showing neurological improvement the following day, regaining function in the left arm and leg. Based on available information, the patient experienced an embolic stroke several hours after hrpci. While the physician believed cholesterol embolization from the calcified aorta to be the primary etiology, patient injury was reported as attributed to the impella. No device will be returned for evaluation. Cerebral vascular accident/stroke are consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.